Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. The pocket stimulation was resolved. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2024-00801. It was reported that the patient was experiencing ineffective therapy and pocket stimulation. Surgical intervention was undertaken to explant and replace the system. Effective therapy was established postoperatively. The allegation is against 1 of 2 adapters; however, it is unknown which adapter, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: bsx adapter, model: 2321ans, UDI: (B)(4), serial: (B)(6), batch: 7297399.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 adapters; however, it is unknown which adapter, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: bsx adapter, model: 2321ans, UDI: (B)(4), serial: (B)(6), batch: 7297399.